Manufacturer narrative:
The immucor technical support department used a remote electronic connection method to assess the instrument test well in question on (B)(6) 2016. The unexpectedly negative test well in question was visually weakly positive, with slight red blood cell adherence.

Event description:
On (B)(6) 2016, a customer site reported an unexpected negative antibody screen when using capture-r ready-screen (3) on a galileo echo instrument.